Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. The event below was previously reported however at that time it was determined not to be a reportable event . It has now been decided that all events involving re-operation will result in filing of an MDR report regardless of cause. As a result co now considers this to be a reportable event. It was reported that a patient who had an implanted charite artifical disc, fell on a toy, landed on their back. This caused a pedicle fracture and displacement of the artificial disc. As a result of the accident, a revision was performed. Two days later, the patient developed a pulmonary embolism and passed away.